Manufacturer narrative:
Examination has been performed; however, no signs of abuse or breakage were identified. It is unclear what caused the reported pain to necessitate the plates removal. Complaint rate has exceeded the upper control limit for this material group, however as this is the first reported complaint for this part, no trend is currently being observed. No root cause determination can be made. Related reports (including this one): 2027754-2025-00055, 2027754-2025-00056, 2027754-2026-00001, 2027754-2026-00002, 2027754-2026-00003, 2027754-2026-00004, 2027754-2026-00005, 2027754-2026-00006, 2027754-2026-00007.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that "eight years prior to his surgery, the patient reported a traumatic event due to a fall from a formwork roof, landing on the tip and in abduction of the midfoot, subsequently presenting over the following years with significant abduction deviation of the left foot at the expense of the talonavicular joint. Therefore, an arthrodesis of the medial column of the left foot was performed with a special titanium plate. The patient evolved poorly, with pain since the initiation of weight-bearing at 12 weeks. At 11 months, a revision surgery was performed, finding a talonavicular pseudarthrosis and severe metallosis."